Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that when it was time for their old implantable pulse generator (ipg) to be replaced they felt like they did before they had a pacemaker. It was further reported that the ipg exhibited premature battery depletion. The ipg was explanted and replaced. No further patient complications have been reported as a result of this event.